Event description:
It was reported that during patient treatment, no tidal volume was delivered. The patient desaturated to unknown level. Final patient outcome is unknown. (B)(4).

Manufacturer narrative:
No service on the ventilator has been requested by the hospital. No information regarding how the failure was solved or if any parts were replaced have been provided despite reminders. Provided ventilator logs were reviewed. The logs indicate alarms for leakage in the patient breathing circuit or a disconnect situation; expiratory minute volume low, vt insp. Overrange and peep low. Successful pre-use check was performed prior and after the event date. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. There is no indication of ventilator malfunction at the time of event. The cause of the alarms has not been determined but they were most probably due to leakage. H3 other text : 4117.

Event description:
Manufacturer's ref (B)(4).